Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Email unknown / not provided. K013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary reporting

Event description:
A patient came for an examination and complained of pain at #19. In the transplant area there is redness and onset of infection and inflammation. The implant was removed and re-implanted only after recovery.